Manufacturer narrative:
The implantable neurostimulator (ins) passed functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said to their hcp that the implant was causing lower back pain. The hcp's office attempted to make adjustments to patient's stimulation level, but pain was not decreased. The patient then noted that they turned the ins off for a period of time, but the lower back pain was not fully resolved so they decided to have their system explanted. When the rep met the patient on date of explant, they noted that their back pain was better. The rep noted that the patient didn't report any falls at the date of explant and the diagnostics/troubleshooting was performed by the hcp's office with the patient. Additional information received from a nurse who reports to the hcp. Nurse said they weren't sure if the lower back pain was resolved after the device was explanted. No device issue was reported and no further patient complications have been reported as a result of this event.